Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had a refractive error. The iol was exchanged with a different model and a half a diopter difference of power. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. The lens has been cut in half, typical of insertion and removal from the eye. Scratches are observed on both the posterior and anterior sides of the optic. A chunk of lens material is missing on the edge of the optic near one of the gusset areas. Product history records were reviewed and the documentation indicated the product met release criteria. Power and resolution testing could not be conducted due to extensive damage. Associated products were not provided. It is unknown if qualified products were used. The root cause cannot be determined. The manufacturer internal reference number is: (B)(4).